Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2016.

Event description:
A report was received that the patient had frequent ipg charging after a revision (MFR report #: 3006630150-2016-01257). It was determined by the physician that electrocautery was not used during the previous revision. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(4)): device evaluation indicated that the complaint had been confirmed. The device battery was quickly depleted due to damaged u3-asic, which resulted in battery charging anomalies. The depleted device was capable to be charged fully, however, it wouldn't link to a test remote control at a later time. The device exhibited excessive sleep current leakage. A hot spot was observed on the component (27.5°c). The impedance between vh and ground was low. These were the typical symptoms of the asic damaged due to exposure to high-voltage transients, causing internal shorts in the component. The patient data indicated fast battery depletion some time prior to the explant procedure. It was reported that patient was having charging issue since revision.

Event description:
A report was received that the patient had frequent ipg charging after a revision (MFR report #: 3006630150-2016-01257). It was determined by the physician that electrocautery was not used during the previous revision. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was reportedly doing well postoperatively.